Manufacturer narrative:
Customer placed something in foot corner of the bed. When bed was lowered, left foot corner of bed rose from floor and caster fell out.

Event description:
It was reported by service report that the caster has come off bed. It is unk if there was pt involvement or if there are adverse consequences to report.